Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital. Surgeon's name: (B)(6). Date of initial surgery: (B)(6) 2024. Body part to which device was applied: tibia. Surgery description: lengthening. Patient's information: 13-year-old, female, with a deformed and shortened tibia. Problem observed during: hospital pre-use inspection. Type of problem: device functional problem. Event description: unsuccessful implantation procedure of the fitbone. Unfortunately, both nails failed to energise during the back table test. Both nails were opened, tried with both receivers and also tried with a 2nd controller too. The back table test was perfomed by a clean and freshly scrubbed member of the team and did not leave the back table and go anywhere near the patient. Further information received: the device failure had adverse effects on patient. The initial surgery was not completed with the device. A replacement device was not immediately available to complete surgery: the case was completed with a depuy synthes trauma nail that they had on the shelf and a tl two ring frame with 200mm distractors to complete her lengthening. The event led to a delay in the duration of the surgical procedure: at least an hour longer than originally planned. An additional surgery was not required following device failure. Copy of operative reports and x-ray images are not available. Patient's current health condition: no adverse consequences. Recovering well. Manufacturer ref: (B)(4). Distributor ref: (B)(4). Please kindly refer also to MFR report number 9680825-2024-00046.

Manufacturer narrative:
On (B)(6) 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
On (B)(6) 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. One of the two nails involved, s/n (B)(6) and the control set s/n (B)(6), were manufactured by wittenstein intens gmbh. All other devices were manufactured by orthofix. Technical analysis the returned devices, received on 19 july 2024, were examined by orthofix quality operations department. Nails, receivers and control set were returned uncoupled. The devices were subjected to visual, dimensional, and functional check. -nail code 60001856, s/n (B)(6) the visual check did not evidence any anomalies. It seems it has not been distracted. In the dimensional check the tail left exposed distance have been evaluated. The measured value is in conformance with the specification at which the nail shall be brought for the clinical use. The functional check did not show any anomalies. The device performs properly. · resistance measurement: conforming to acceptance criteria. · current absorption measurement without load application: conforming to acceptance criteria. · load test. Current absorption under load and lengthening speed under load: conforming to acceptance criteria. -nail code 60001856, s/n (B)(6) the visual check did not evidence any signs of use. The nail looked slightly distracted, considering the initial specification. In the dimensional check the tail left exposed distance have been evaluated. The measured value is not in conformance with the specification. The nail returned was partially distracted with respect to the initial length. This suggests that the nail was not in stall conditions as reported. The functional check did not show any anomalies. The device performs properly. · resistance measurement: conforming to acceptance criteria. · current absorption measurement without load application: conforming to acceptance criteria. · load test. Current absorption under load and lengthening speed under load: conforming to acceptance criteria. -receivers code 60001780, s/n (B)(6) no defects have been detected on the receivers. The transport locks have not been returned (white plug) and the screws looked unscrewed. No issues are reported. In the functional check the devices were tested with different loads, at different distances and in distraction/retraction mode. No anomalies were detected. The devices perform properly. -control set code 60001524, s/n (B)(6) the display is functioning properly. No signs of tampering/misuse are reported, nor damages to the cables. No issues were detected related to the control set. -in the functional check, it was verified also the full system first, i.e. Both the nails were tested with both the receivers and the control set. In all cases, the system functioned without any issues. Unfortunately, the problem occurred on the field was not replicated. In addition, each nail and receiver have been tested according to the usual checks carried out during production and before the release of the product to the market. All the devices perform properly. Final comments from the evidence collected, all the devices returned perform properly according to expected specifications. It was not possible to replicate the failure occurred. Unfortunately, the root cause of the complete event notified could not be identified. All tests performed, which are also executed during manufacturing process before the release of the products to the market, passed without any anomalies detected. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: - hospital name: (B)(6) hospital. - surgeon's name: mr. (B)(6). - date of initial surgery: (B)(6)2024. - body part to which device was applied: tibia. - surgery description: lengthening. - patient's information: 13-year-old, female, with a deformed and shortened tibia. - problem observed during: hospital pre-use inspection. - type of problem: device functional problem. - event description: unsuccessful implantation procedure of the fitbone. Unfortunately both nails failed to energise during the back table test. Both nails were opened, tried with both receivers and also tried with a 2nd controller too. The back table test was performed by a clean and freshly scrubbed member of the team and did not leave the back table and go anywhere near the patient. Further information received: - the device failure had adverse effects on patient. - the initial surgery was not completed with the device. - a replacement device was not immediately available to complete surgery: the case was completed with a depuy synthes trauma nail that they had on the shelf and a tl two ring frame with 200mm distractors to complete her lengthening. - the event led to a delay in the duration of the surgical procedure: at least an hour longer than originally planned. - an additional surgery was not required following device failure. - copy of operative reports and x-ray images are not available. - patient's current health condition: no adverse consequences. Recovering well. Manufacturer ref: (B)(4). Distributor ref: (B)(4). Please kindly refer also to MFR report number 9680825-2024-00046 follow up 1.